Event description:
It was reported that the patient had incisions reopened post implant and is worried about infection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.